Event description:
It was reported that the lens became decentered 1 day post implantation due to a broken capsule. According to the surgeon the broken capsule was a complication of the original surgery. The lens was exchanged for another lens and a vitrectomy was performed. Before the lens was exchanged the bcva was 20/40-. According to the surgeon, the pt's prognosis is good.

Manufacturer narrative:
The crystalens dfu states that the lens should not be implanted if the capsular bag is not intact. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.